Manufacturer narrative:
Covidien has requested the tube be returned for failure investigation. The mfg history records for this lot will be reviewed. A follow-up report will be submitted when the complaint investigation is completed.

Event description:
A percutaneous tube was inserted into a pt in 2008, and it broke on the following month. It was reported that the flange separated from the tube and a few chunks were missing. The tube was immediately removed and replaced.